Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 25 g x 1 in. Bd safetyglide¿ needle only products were mislabeled. Some of the needles are 5/8¿ but are labeled 1¿; they are mixed in together. Customer states she has two boxes of this lot number. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: a CAPA was opened to address the mixed lots issue. The investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: CAPA (B)(4) was opened to address this issue.